Event description:
During removal of port discovery, the catheter had broken free of the port and migrated to an area where surgeon could not remove. Patient to have catheter removed via interventional radiology on (B) (6) 2010.